Event description:
Reporting status: serious injury/medical intervention . Reporting rationale: angina, requiring medical intervention to prevent permanent impairment or injury. Device issue: no device malfunction has been reported. It was reported via a trial that the index procedure was in 2007, in which a 2.5x23mm and a 2.5 x 12mm xience v stents were deployed in the mid rca lesion. There was no reported pt effects or product issues at the time of the index procedure. However, in 2009, almost two years later, the pt presented with chest pain and stable angina class 1. The next day, revascularization was done for in-stent restenosis of the mid rca with a balloon catheter and an additional xience v stent was implanted. No additional event or patient information is available.

Manufacturer narrative:
Results & conclusion summation - angina and restenosis are known possible outcome of coronary stenting procedures, and are listed in IFU as potential adverse events. It is possible that the angina was a secondary effect to the restenosis. Hospitalization, which is addressed in the risk assesment occurred as a result of the restenosis and revascularization procedure. A cause for the angina and restenosis and the relationship to the devices, if any, cannot be determined, there are no indications of any product deficiencies which could have contributed to the outcome of the procedure. The 2.5 x 12 mm xience v are being reported under this same manufacturer report number.